Manufacturer narrative:
A product development investigation was performed. This complaint involves one device. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint and drawing review were performed as part of this investigation. This complaint is confirmed. A screw in two pieces (head sheared off shaft) was received at cq for evaluation. The transverse break occurred at the transition from locking head to threaded shaft. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned screw is an implant in the 2.4mm variable angle self-tapping locking screw with stardrive recess screw family. It is available for use in several systems including the 2.4mm variable angle lcp distal radius system used for fragment specific fracture fixation per relevant technique guide. The major thread diameter of the shaft at the location of breakage measured 2.350mm at cq which is within specification and the minor thread diameter of the shaft at the location of breakage measured 1.90mm at cq which is within specification per relevant tabulated screw drawing. A review of the device history records was unable to be performed since the lot number was unknown. Tabulated screw drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Insertion torque exceeded shear strength of screw. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not available for reporting. Other number¿UDI: (B)(4). Additional device product code is hrs. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device has been received and is currently undergoing investigation. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.4mm variable angle (va) locking screw broke during a distal radius open reduction internal fixation (orif) on (B)(6) 2017. During the procedure, after a distal radius plate and three screws had been implanted, the head of one 2.4mm va locking screw broke at the point of junction with the shaft. The surgeon had the screwdriver attached; it was not at the locking point yet. He had just begun to insert the screw when it broke. The surgeon removed the plate and screws, and replaced the construct with competitor¿s devices. No reported broken device fragments were left behind. There was a reported surgical delay of approximately two to three minutes. No additional x-rays or other medical intervention was required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: t8 stardrive screwdriver (part #unknown, lot #unknown, quantity 1), 2.4mm va locking screw (part #04.210.116, lot #unknown, quantity 1), 2.4mm cortex screw (part #401.774, lot #unknown, quantity 1), 2.7mm cortex screw (part #402.874, lot #unknown, quantity 1), 2.4mm ti va-lcp 2-col distal radius plate (part #04.111.530, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).